Event description:
The device is part of a recall population, and upon receipt it was found to be failing a self test.

Manufacturer narrative:
(B)(4). Conclusion code: the failure was found to be a component that is unrelated to the recalled component.